Manufacturer narrative:
Failure investigation (fi) lab received the power supply, third (3rd) generation for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. Fi technician installed the power supply into the fi test ventilator and performed operational tests and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported issue could not be determined due to no problem found.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The manufacture's field service engineering (fse) reported that during servicing, the unit would run on battery; however, not on ac. The customer reported that there was no patient involvement.